Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the navien catheter was found to have difficult navigation, a kink, and some coating had fallen off. The patient was undergoing surgery for treatment of an aneurysm. The accessed vessel was the radial artery with a diameter of 4.1 mm. It was noted the patient's vessel tortuosity was moderate. It was reported that the surgeon performed surgery through the radial artery and pushed navien catheter to go up, but found that it could not enter the internal carotid artery smoothly. After repeated operations, it still could not be in place. After withdrawing, it was found that asection of the distal end of the catheter was creased, and the coating seemed to have fallen off the surface. After the surgeon replaced other product, the surgery was successfully completed. The surgeon thought it had a product quality problem and required it to be returned. Please identify it. It was reported there was a catheter kink in the distal section. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).  The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Additional information received that the lesion characteristics include right internal carotid artery terminal aneurysm, 6mm x 5mm. The catheter coating was observed to peel off, but no flaking coating particles were seen.

Manufacturer narrative:
H3: the navien catheter body was found kinked from 28.8cm to 19.0cm from the catheter distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.